Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis, which manifested as abdominal pain and a high white cell count. The patient was hospitalized on the same day. On an unknown date, the patient was treated with vancomycin (dose, route, frequency not reported) and tazicef (dose, route, frequency not reported). Three days later, the patient was discharged from the hospital. The patient was recovering from the peritonitis. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot number h13b07048 was performed. No issues were noted during the manufacturing process. If any relevant information is obtained, a supplemental report will be submitted. This report references the same patient as (B)(4).